Manufacturer narrative:
Follow-up received on 18-may-2016. Follow up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who developed pain after essure (fallopian tube occlusion insert) insertion. Essure removal by laparoscopy was planned by the physician. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this particular case, the patient developed pain post operatively and after 2 years of alternate exploration for the cause of the pain, the physician decided to remove essure. Considering the positive temporal relationship between essure insertion and the event and since no alternative explanation was found for its occurrence; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient had bilateral essure inserts placed. Hsg (hysterosalpingogram) confirmed occlusion and the inserts were placed correctly. The patient has experienced pain post operatively. Physician has done thorough work-up of pain: ultrasound, CT, nsaids, and after 2 years of alternate exploration for cause of pain, the doctor will remove inserts laparoscopically very soon. Follow-up received on 24-mar-2016: ptc result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who developed pain after essure (fallopian tube occlusion insert) insertion. Essure removal by laparoscopy was planned by the physician. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this particular case, the patient developed pain post operatively and after 2 years of alternate exploration for the cause of the pain, the physician decided to remove essure. Considering the positive temporal relationship between essure insertion and the event and since no alternative explanation was found for its occurrence; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.